Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procode: ktt. H6 component code: g07002 ¿ device not returned. H6: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 04-january-2023. Expiration date: 01-december-2032. Part: 04.038.390s, tfna fenestrated helical blade 90mm -sterile. Lot: 3690p51 (sterile). Note: helical blade was manufactured by elmira; lot 3283p30 and 2691p73. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that the first revision operation was performed on (B)(6) 2023 with dislocation to caudal toward small pelvis. The patient did not remember falling. The tfna helical blade was removed. After repositioning the fracture, a new tfna helical blade was inserted, perforated 90mm. Subsequently, on (B)(6) 2023 there was a further dislocation of the helical blade toward caudal toward the small pelvis, again there was no fall remembered. The new helical blade from the (B)(6) 2023 operation as well as the tfna intramedullary nail system were completely removed. In the course of this revision operation, a cemented total endoprosthesis from depuy johnson and johnson was implanted. The following was performed: corail shaft cemented, size 12, 150 mm, pinnacle panne size 48, non-cemented, pinnacle spongiosa screw, cannulated l50. This report involves one (1) tfna helical blade. This is report 1 of 1 for (B)(4). This product complaint, (B)(4), is related to (B)(4).